Event description:
Analysis of the returned device found that the catheter shaft had separated. There was no patient involvement.

Manufacturer narrative:
(B)(4). A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the catheter shaft was broken 8cm from the proximal end with 10cm of the inner braid exposed. The coating was found to be damaged on either side of the break, this is indicative of excessive force being applied in an attempt to remove the device from the dispenser hoop. There was no missing or peeling coating. The damage noted to the device is indicative of insufficient flushing of the dispenser hoop prior to removing the device. Additional information received indicates that the dispenser hoop was flushed with 10cc of saline as per the labeling so it is not possible to determine the exact cause of the broken catheter found upon analysis of the device. It is most likely that this is related to the handling of the device during preparation.